Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 400 mg/dl. Customer reported current blood glucose 392. Customer response: battery was low outside of the pump a little light was flashing. Customer didn't want to troubleshoot for the high blood glucose. Customer reported had a low battery alarm on the pump was explained about the rewind on the pump. Customer will not return device for analysis.